Event description:
It was reported that the sterile drape was pulling away from the basin at the point where it was attached, making a hole. Once they found the first one, they checked it for issues before use and came across two others from the same lot. No patient injuries, infections, or complications were reported.